Event description:
A malfunction alarm was reported. The issue did not adversely impact the customer's blood glucose level. The customer was informed that the pump needed replacement, and a new pump was arranged as a backup therapy to ensure insulin delivery continued.